Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal right coronary artery. The target lesion was pre dilated with an unknown manufacturer's 2.5mm balloon catheter. A promus element, mr, 3.50x28mm stent delivery system was unable to cross the lesion. The stent delivery system was removed and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).